Event description:
After admitting the patient with new onset chest paint and elevated cardiac enzymes an angiogram was performed. The lad reportedly appeared hazy. The patient was started on reopro (thrombolytic agent) and a ptca/stent procedure of the lad was performed. The physician reported the procedure was unremarkable and the patient was stable throughout. However, post-procedure the patietn became hemodynacially unstable and was found to have a pericardial effusion. A pericardicentesis was performed. Ultimately the patient went to surgery where a hole was found in a distal diagonal branch which was believed to have been caused by the guidewire via a communication from the distal lad to the distal diagonal branch.